Manufacturer narrative:
The investigation of positioning issues has been completed. The failure mode (fm) was changed from positioning issue to optical signal issue because the pump was reported to be in good position and repositioning did not resolve the placement signal low alarms or the ao pressure not matching the patient's ao monitor. The physician was concerned it could be the sensor and because everything else appeared fine. Product and data were not returned for review. The root cause of optical signal issue was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that when impella cp started in auto the aorta (ao) diastolic pressures were low. Suction alarms were present and not clearing along with placement signal low. Impella was repositioned. No changes in impella ao pressure which wasn¿t match ao pressures on patients monitor or cuff pressure. It was recommended to exchange the impella but the physician wanted to proceed with the percutaneous coronary intervention (pci) procedure. After the pci, impella was wean and explanted. There was no harm to the patient.